Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a tubing leak from the pumping segment in the msicu. Although requested, no further details have been given.

Manufacturer narrative:
Concomitant medical products: concomitant 250ml baxter bag din 00060208 lot w8i27c1 exp dec19 0.9% sodium chloride injection. The customer¿s report of a set leaking from the pump segment was confirmed. Visual inspection of the set identified a tear near the upper fitment, measuring 0.0212 inches long. Visual examination under magnification noted no crush marks to the upper blue fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone pump segment. The root cause of the tear is unknown.

Event description:
The customer reported that during an infusion of 250ml normal saline, there was a leak from the pumping segment in the msicu. Although requested, no further details have been given.